Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('plaintiff claiming migration : yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, allergy to metals, fatigue, alopecia, migraine, headache, hormone level abnormal and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for pain - dysmenorrhea (cramping), pelvic / abdominal, bleeding: menorrhagia (heavy menstrual bleeding), nickel allergy, migration, fatigue, hair loss, migraines, headaches, hormonal changes, weight gain (B)(6) 2006, hysterectomy (full), salpingectomy (bilateral) as reported ppf) (discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 09-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, nickel allergy, migration, fatigue, hair loss, migraines, headaches, hormonal changes, weight gain, were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.